Manufacturer narrative:
Concomitant medical products: product ID: 355029, lot# n0043992, implanted: (B)(6) 2006, product type: accessory. Product ID: 377775, lot# j0555055v, implanted: (B)(6) 2006, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was charging more than expected and the device ¿hadn¿t been working well¿ for 3 weeks. The patient couldn¿t keep it charged and it depleted down ¿very fast¿. The patient had never had a problem with the previous system. No further information was reported. If additional information becomes available, a follow-up report will be submitted.